Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had an erratic graphic user interface (gui) display. No additional information is available.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The se updated the software and the ventilator passed self-testing.